Event description:
After the scrub tech loaded the echelon 60 stapler with a blue reload, she removed the protective cap and noticed that several staples were sticking out of the reload. This reload was removed from the sterile field and a second reload was opened. There are 2 lot numbers listed because 2 reloads were initially opened for the case and reporter is not sure which reload lot number to attribute the malfunction.